Manufacturer narrative:
Device description reported as an unknown stryker knee. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that patient had a stryker knee implanted in (B)(6) of 2014. In (B)(6) 2014 patient developed an infection in the knee. Patient has been sick from all the antibiotics she has had to take for infection. Patient developed an infection in the knee again in (B)(6) 2015 and is scheduled for a revision - removal of all hardware and implantation of antibiotic spacers to be implanted (B)(6) 2015 and when infection is gone, another surgery to implant new knee implants. Patient stated they are afraid of losing their job due to the medical complications the have experienced as a result of having out knee implanted in them.